Manufacturer narrative:
Additional information: the sponsor and the cec assessed, the event as related to the device model#: iav06006008p, lot#: 0009835623. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access balloon was used to treat the in cannulation zone of the left arm. During a second procedure, the anastomosis of the left arm was treated using a non mdt balloon. During a third procedure, the central vein and the anastomosis of the left arm were treated with one in.pact av access balloon and one non mdt balloon each. During a fourth procedure, the anastomosis of the left arm was treated using two non mdt balloons. During a fifth procedure the in cannulation zone and central vein of the left arm were treated with one in.pact admiral balloon and four non mdt balloons. Approximately 11 months post the index procedure, 8 months post the second procedure, 5 months post the third procedure, 4 months post the fourth procedure and 1 month post the fifth procedure, the patient suffered from restenosis of the cannulation zone of the brachio-basilic avf. The patient was treated with medication and a percutaneous intervention with dcb, plain balloon, high pressure balloon and cutting balloon resulting in a final residual stenosis of 15%. During this percutaneous intervention 6 non mdt balloons were used to treat the in cannulation zone of the left arm. The patient recovered. The ae was assessed as possibly related to an underlying condition or disease.